Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was 11.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, due to connector resistance the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly. No unexpected power loss alarm noted. Device received with cracked retainer, cracked battery tube threads, cracked case at battery tube side